Manufacturer narrative:
One used unit was received on 17 september 2007. During the preliminary investigation, it was determined to be a reportable event, because the engineer confirmed the catheter had broke. Attempts have been made to retrieve additional information about the event. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The catheter broke near the oval disc.